Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed damage to the grommets. The lead that was replaced was from a different manufacturer. A medtronic lead was implanted for better compatability to the implanted ICD.

Event description:
It was reported during the implant procedure that a non-medtronic lead was used with the ICD and oversensing was noted. Visual examination found blood ingress in the connector block. It was flushed and the lead was reconnected, but the oversensing still occurred. The device was not implanted. A new device and the lead were used, and there was still some oversensing. A new (medtronic) lead was implanted, without problems. No patient complications have been reported as a result of this event